Event description:
The initial surgery took place in an hospital and the revision occurred in the clinic stated in the report. The pt felt pain and the x-rays showed breakage of the nail. During revision, only the proximal part has been removed, the distal part is still in the pt's femur. There was no adverse consequence for the pt or delay in surgery or anesthesia time.